Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was intermittent. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue was not reproduced on inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had the balloon port channel bent inside. The issue occurred during reprocessing. There was no patient involvement.